Manufacturer narrative:
(B)(4). Further review of the information determined a report should not have been submitted for 2936999-2016-01053. Incident has been documented and reported on 2936999-2016-01103. Please reference 2936999-2016-01103 for patient event and the related details.

Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that the nasopharyngeal airway device is too rigid and inflexible. They reported that it does not easily glide into the nostril of the patients. They reported that the tip of the airway is also too sharp and bevelled, so it tends to penetrate the patient airway.